Event description:
It was reported that pump issued occlusion alarms identified as alarm 2 followed by alarm 26, and caller observed a ball of insulin in tubing. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to disconnect tubing, tighten connection, and deliver test boluses, then remove cartridge, inspect for damage or debris, and load new cartridge, and was advised to replace supplies as necessary and resume insulin therapy.